Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(6) registry. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. The minimum required vessel diameter to safely accommodate a 14 fr sheath is 5.5 mm. In this case, investigation results suggest/indicate the delivery system balloon rupture and subsequent withdrawal difficulties of the delivery system back into the esheath likely contributed to the carotid artery injury and dissection during the withdrawal of the delivery system/esheath. The injury / dissection of the access vessel artery could have been a result of calcium being dislodged/pressed into the vessel, causing vessel lining tearing either during the removal process of the devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00447.

Event description:
As reported, during a transcarotid tavr procedure for a 26mm sapien 3 valve an injury to the carotid artery occurred. During the final count of the valve deployment and delivery system inflation, the balloon ruptured. The valve was fully deployed with trace to mild paravalvular leak (pvl). No post dilation of the valve was performed. Post valve deployment, during the withdrawal of the delivery system, the device could not be retracted back into the 14fr. Esheath. During the attempts to withdrawal the device, the ruptured balloon formed a ¿ball¿ on the end of the delivery system. The delivery system and esheath were removed together. An injury to the carotid artery occurred during the device withdrawal. A patch was placed to repair the injury. Post sheath removal, a dissection in the carotid artery was also observed. A covered stent was placed to repair the dissection. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. Information regarding the access vessel minimum luminal diameter (mld) and degree of vessel calcification and tortuosity was not provided. Severe annular calcification, severe native leaflet calcification, and severe sinotubular junction (stj) calcification was reported.